Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use of the unspecified pfs needle the needle would not retract. The following information was provided by the initial reporter: "contact in row 1 states that xolair pfs needle not retracting."

Manufacturer narrative:
H.6. Investigation summary: a sample was not returned for evaluation. A review of the device history record could not be performed as a catalog number or lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. H3 other text : see section h.10

Event description:
It was reported that before use of the unspecified pfs needle the needle would not retract. The following information was provided by the initial reporter: "contact in row 1 states that xolair pfs needle not retracting.